Event description:
It was reported that during a percutaneous coronary intervention with stent implantation, stent damage occurred. The patient was treated for an occlusion in the lad (left anterior descending artery). A first omega stent 2.25x16mm was deployed in the circumflex artery. A second omega stent 2.25x20mm was then deployed in the lad, following by a third omega stent 2.25x24mm, crossing the omega stent 2.25x20mm. A kissing balloon postdilation was then performed with two non bsc balloons. Another omega stent 2.5x8mm was implanted in the circumflex artery. The 2.25x20mm omega stent was reported as shortened of 5-6mm. It was post-dilated with a non bsc balloon. The patient remained stable and no complication has been reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).